Manufacturer narrative:
The reported event of guidewire insertion failure was not confirmed. Visual and x-ray analysis did not find any anomalies. A sample guidewire was used to perform an insertion test. The guidewire was able to be inserted and removed with no restrictions.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant of the left ventricular (lv) lead, the lead could not be advanced past the guidewire. A different lv lead was used to resolve the event. The patient was stable following the procedure and there were no adverse consequences.